Manufacturer narrative:
This report is submitted on march 03, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to short circuits. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 20, 2024.